Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the damage to the charged coupled device (ccd) caused the no image during angulation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image during angulation. There was no patient involvement.